Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 11/23/2025. It was reported that an unspecified sensor issue occurred occasionally between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient returned home and observed a ¿low reading¿ on her continuous glucose monitor (cgm); no specific value was reported, and no blood glucose (bg) meter comparison was performed. The patient was asymptomatic at that time. At an unspecified later time, while showering, the patient fell and lost consciousness. It is unknown what the cgm was displaying immediately prior to the event. The patient did not sustain any injuries and regained consciousness independently without assistance. The duration of unconsciousness was not reported. The patient stated she did not administer any medication or treatment and did not seek care from a higher-level medical provider. She continued wearing the same sensor following the incident. At the time of reporting, the patient indicated she was ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 03/26/2026. It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient returned home and observed a ¿low¿ reading on her cgm; no specific glucose value was reported. No blood glucose meter comparison was performed. At that time, the patient reported being asymptomatic. At an unspecified later time, the patient reported that she was showering when she fell and experienced a loss of consciousness. It was not specified what the cgm was displaying immediately prior to the loss of consciousness. The patient did not sustain any injuries as a result of the fall. She regained consciousness without assistance; however, the duration of unconsciousness was not reported. The patient stated that she did not take any medication or treatment in response to the event and did not seek medical attention or a higher level of care. She continued to wear the same cgm sensor following the incident. At the time of the report, the patient stated she was ¿fine.¿ data was received and evaluated on (B)(6) 2026. It was found in connection with the reported allegation that on the alleged event date, (B)(6) 2025, the estimated glucose values did not drop below the low alert threshold (80 mg/dl). The lowest egv that day was 77 mg/dl at 11:47 am. The probable cause could not be determined. Data investigation could not confirm the allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient returned home and was a ¿low reading¿ on her cgm (no specific value was reported). No bg meter comparison value was taken. The patient was asymptomatic at this time. At an unspecified time later, the patient was in the shower, fell, and passed out. It was not specified what the cgm was displaying prior to the patient¿s loss of consciousness. The patient did not sustain any injuries from her fall in the shower. The patient regained consciousness on her own without any assistance. It was not specified how long the patient was unconscious. The patient stated she did not take any medication or treatment. She did not seek any assistance from a higher level of care. The patient also continued to wear the same sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.